Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). It was stated that the battery life estimate decreased over five years within a time period of six months. A replacement procedure will be scheduled. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). It was stated that the battery life estimate decreased over five years within a time period of six months. A replacement procedure will be scheduled. No adverse patient effects were reported. Currently, this pacemaker remains in service. According to additional information, this pacemaker was explanted and replaced with a new pacemaker. This product is expected to be returned to boston scientific for further analysis. No additional adverse patient effects were reported.